Event description:
Doctor reported that implants were removed due to apical bone loss and infection at tooth sites 44, 46. Doctor also indicated fistula, abscess, inflammation and pain. The drilling protocol was insofar changed that doctor a bit deeper drilled in order to win bone tissue.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D10: concomitant medical product: t3st410, t3 pro non-platform switched tapered implant 4mm (d) x 10mm (l), lot: 2120004475. H6: event problem codes: patient code: 1690, 1994, 1862. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text: summary investigation.